Manufacturer narrative:
Visual investigation of the inner blade revealed that a part of the hexagon was broken at the tip area but not returned. The fractured surface had the appearance of a forced rupture. Furthermore, it was determined that the hexagon edge of the remaining flank showed no plastic deformations in turn in and turn out direction which could point to torsional overload during application. Moreover, secondary cracks at the remaining hexagon part were visible resulting from bending overload. It was also detected that the bending zone at the remaining hexagon part indicated a strong wobbling action since too high bending forces were applied during application leading to secondary cracks and finally to the breakage. The root cause of the reported event can be attributed to a user related handling issue. No indications were found for any material, manufacturing or design related issue.

Event description:
It was reported that the screwdriver was broken during insertion of the screw. The screw couldn`t be moved anymore. There was a delay of 30 minutes.